Event description:
It was reported that during the discharge fluoroscopy check, the physician noticed that the atrial lead was dislodged. Several attempts to reposition this lead did not succeed because the helix would not extend properly. The atrial lead was explanted and was replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.